Event description:
Micro lumbar laminectomy performed on 11/19/97 in which a cushing rongeur broke. Portion of fractured jaw remained in pt due to surgeon being unable to retrieve between the l5-s1 vertebra. Per clinical engineer, the broken rongeur will not be returned to aesculap for eval. The malfunction is occurring below the frequency and severity that are usual for this device.